Manufacturer narrative:
Customer returned pump for an alleged low reservoir anomaly, blank display and was hospitalized for high blood glucose found on (B)(6), 2021. Insulin pump powered up properly after the test battery was installed. Insulin pump was also monitored for 2 days. No blank display or unexpected pump error, alarm noted. The low reservoir alarm was set to 20.0 pumps. The insulin pump properly alarmed low reservoir at 20.0 pumps remaining in the pump status screen. No low reservoir anomaly noted during testing. Insulin pump passed the displacement test, rewind test, basic occlusion test, self test and unexpected restart alarm error test. All operating currents are within specification. Off no power alarm functions properly. Insulin pump was unable to prime during prime, compromised force sensor system test due to faulty force sensor resistor (gold). Unable to perform the occlusion test, excessive no delivery test and the delivery accuracy test due to prime anomaly. History download was successful thds and care link upload was successful. The following were noted during visual inspection: minor scratched display window and a scratched reservoir tube window. Low reservoir anomaly and blank display were not confirmed. Unable to verify customer alleged for high blood glucose. Prime, fill anomaly was confirmed due to faulty force sensor resistor (gold). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device powered up properly after the test battery was installed. Device was also monitored for 2 days. No blank display or unexpected insulin pump error/alarm noted. The low reservoir alarm was set to 20.0 units. The device properly alarmed low reservoir at 20.0 units remaining in the insulin pump status screen. No low reservoir anomaly noted during testing. Device passed the displacement test, rewind test, basic occlusion test, self test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. Device was unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the occlusion test, excessive no delivery test and the delivery accuracy test due to prime anomaly. Device uploaded properly using carelink. Device had minor scratched display window and a scratched reservoir tube window. The test p-cap and reservoir does lock in place in the reservoir compartment.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on unknown date. The customer¿s blood glucose level was unknown at time of incident. The customer was assisted with troubleshooting. The customer stated that the reservoir was low and insulin pump was shut off. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will be returned for analysis.